Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4318 lot #: 19540149 description: clik x anchor.

Event description:
A report was received that the patient was experiencing worsening pain. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing worsening pain. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the missing silicone was removed from the patients body.

Event description:
A report was received that the patient was experiencing worsening pain. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the ipg passed the required test and revealed no anomalies. Sc-2218-50 (B)(4) device evaluation indicated that the lead was cleanly cut approximately at 7 cm from the tip of proximal end. Damage to the device is a result of a typical explant procedure and it is not considered a failure. Sc-2218-50 (B)(4) device evaluation indicated that the lead was cleanly cut approximately at 9 cm from the tip of proximal end. Damage to the device is a result of a typical explant procedure and it is not considered a failure. Sc-4318 (ln:19540149) device evaluation indicated that the eyelet of the clik anchor was torn with missing silicone material.

Event description:
A report was received that the patient was experiencing worsening pain. The patient will undergo an explant procedure. No device malfunction was suspected.